Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer performed correlations on ten patient samples previously run, and obtained the same results upon repeat. The customer provided quality control(qc) data, which indicates qc were within range. The cause of the discordant, falsely elevated ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.